Manufacturer narrative:
The reported event of separation failure could not be confirmed. The leadless pacemaker was returned for analysis. Visual found no anomaly related to the event. The docking button was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to separate from the delivery catheter. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.